Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that bleeding occurred. The sensor was inserted into the abdomen on (B)(6) 2025. The patient went to sleep after inserting the sensor but woke up because it was bleeding all over her abdomen. The patient took the sensor off and applied pressure, but this did not stop the bleeding. The patient decided to go to the emergencies as she also experienced dizziness. The healthcare provider (hcp) told the patient she hit a capillary in the abdomen and stitched the insertion site to stop the bleeding. The patient left the hospital after spending less than 24 hours. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.